Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 11:30 am after the end user received inconsistent readings from his prodigy diabetes glucose meter. The end user was shaking, couldn't speak and was incoherent. His blood glucose reading at the time of the medical event was 72 mg/dl. The paramedics were called and the end user consumed glucose gel while waiting for emergency personnel. The paramedics performed a blood glucose test with their meter and received a result of 23 mg/dl. The end user received IV fluids and was transported to the ER. Upon arrival to the ER the end user's blood glucose was 130 mg/dl. Additional unknown IV fluids were administered. After 4 hours at the ER the end user was discharged with a blood glucose reading of 134 mg/dl and instructed to get plenty of rest. No further details were provided in relations to this medical event.